Event description:
It was reported that the flange had split at the eyelet. This was the tubes first use - it had been in for 29 days. There was patient involvement. There was no patient harm as a result of this event.

Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection which confirmed that the device eyelet was split. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that the issue likely occurred as a result of a manufacturing error. Complaint information will continue to be monitored and actions assigned accordingly.